Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. A review of the device history record of the product code/lot # combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved angio-seal device collagen sponge was exposed. After pci via femoral approach, the angio-seal device was used for hemostasis. After pre-deployment angiogram and puncture vessel confirmation, the angio-seal was unpacked and set in an appropriate environment. After backflow of blood was observed, the sheath was positioned, and the angio-seal device was inserted. After that, although slight resistance was felt when the device was locked, a clicking sound was herd and the device was slowly withdrawn. The collagen sponge was advanced by manipulating the tamper tube, but the collagen sponge was partially exposed, and hemostasis was failed. Manual compression was applied for 30 minutes to achieve hemostasis. Contrast-enhanced (CT) was then performed to make sure that the anchor was not moved into the vessel, and it was determined that there was no problem. As a radifocus guidewire (0.035) was used instead of the guidewire included in the package, the sheath might have been improperly positioned, and the anchor was suspected to have been deployed in the subcutaneous tissue. The anchor was confirmed in the tissue when it was checked. There was no health damage to the patient, and the patient is being followed up. The physician had completed the training process on the device prior to this case. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter is unknown. Blood loss was less than 250 cc. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cannot be determined. The likely root cause is the hemostasis sheath was not placed in the vessel and the anchor was deployed in subcutaneous tissue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).